Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened and 1 open pouches. Analysis and results: there are no previous complaints of this code batch of which (B)(4)units were manufactured and mostly distributed in the market. There are (B)(4) units in stock in the warehouse. The open sample has only a detached needle and an empty pack, the thread is not available. A tightness test to the closed sample received has been performed and the unit is tight. The needle attachment was tested and the strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep): the (B)(6) kgf (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). The batch manufacturing record was reviewed, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the sample received fulfil the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Event description:
Country of complaint: france. It was reported that needle detached from the suture thread.